Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot number is unknown; expiration date is unknown as lot number was not provided; unique identifier is unknown as lot number was not provided; device manufacture date is unknown; (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. In addition, the system was evaluated by a field service specialist(fss). A field service checklist was performed and all modes of operation and calibrations were verified. No failure detected. The unit complied with all factory settings. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 in which patient had a suction loss on a patient's left eye (os) where suction was lost before the flap was finished. The protocol was followed to complete the flap on the os and suction was maintained until flap procedure was done. Doctor was lifting the flap from stromal bed and was unable to complete it as there was resistance at 6 o'clock on flap and would not separate. Doctor was able to complete flap separation with some extra effort. Post op in the os was 20/20, flap/cornea seemed not to be compromised.